Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No missing labels were found. Device received with minor scratched display window, case and keypad overlay. No pump rattled or loose components were found per visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 478 mg/dl and the pump was damage. Customer¿s current blood glucose value was 125 mg/dl. Troubleshooting was done for high blood glucose, under delivery and damage. The customer treated with an injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer performed high pressure test and it failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.